Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a programming error of propofol was confirmed through a review of an ¿all infusion detail report¿ the facility provided an ¿all infusion detail report¿ of the events dated (B)(6) 2026. The ¿all infusion detail report¿ provides only minimal infusion information and is not validated for log analysis purposes. On (B)(6) 2026 at 6:10 pm the pump module alerted an override, the alert was resolved and the infusion was restarted for propofol at a rate of 35 ml/hr, volume to be infused (vtbi) of 90 ml and dose of 109.9 mcg/kg/min. The infusion was paused. A volume infused of 0.05 ml was recorded. At 6:13 pm the infusion was restarted. At 8:29 pm the infusion was reprogrammed and the infusion started for propofol at a rate of 35 ml/hr, vtbi of 90 ml and programmed dose of 109.9 mcg/kg/min. The infusion was paused and a volume infused of 80 ml was recorded. Inspection could not be performed as no devices were returned for investigation. Testing could not be performed was no devices were returned for investigation. The bd alaris system with guardrails user manual (v12.3.2) states that proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The guardrails safety software incorporates dosing limits and instrument configuration parameters based on hospital or facility protocols. It provides an added layer of safety by applying a test of reasonableness to drug programming, using the limits defined by the institution. Qualified personnel are responsible for ensuring the appropriateness of drug dosing limits, drug compatibility, and overall instrument performance as part of safe infusion practices. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported programming error of propofol in which intended dose was 35 mcg/kg/minute was confirmed through an ¿all infusion detail report¿ analysis provided by the facility. Consequently, the programmed dose of 109.9 mcg/kg/minute is being attributed to a user error. The soft alerts being overridden by the user could not be confirmed as no devices or logs were provided by the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of propofol in which intended dose was 35 mcg/kg/minute and medication was programmed as 35 ml/hour. The soft alert was reportedly overridden by the clinician. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of propofol in which intended dose was 35 mcg/kg/minute and medication was programmed as 35 ml/hour. The soft alert was reportedly overridden by the clinician. There was patient involvement but no harm.